Event description:
Reporter indicated that the pt had revision surgery to move the pulse generator under the muscle because the incision site was opening. The pt's seizures are well controlled with the vns system, therefore, the pt's parent did not want to explant it. Manufacturing records were reviewed and sterilization for the device was confirmed. Report is incomplete due to lack of information received from the treating physician. The cause of the wound dehiscence is unk at this time.